Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation as well as uncomfortable stimulation in the wrong location from her scs system. An sjm representative met with the patient for system reprogramming but was unable to provide effective stimulation. X-rays did not reveal any anomalies. Surgical intervention may take place at a later date to address the issue.